Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no unexpected black screen noted. No unexpected black screen was noted when buttons were pressed. No missing segments were noted. The pump passed self-test and displacement test. The pump had cracked display window, cracked case at display window corner, cracked end cap and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of display anomaly and missing segments from the insulin pump. The customer's blood glucose reading was 155 mg/dl. The customer stated that when she pressed a button on the pump, the screen goes black. The customer stated that she cannot read the numbers and other things on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.